Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
On (B)(6) 2010: patient underwent posterior lumbar fusion surgery using rhbmp2/acs, bone putty and peek cage. Fluoroscopy was used during surgery. On (B)(6) 2010: patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010: the patient presented with preoperative diagnoses of two-level degenerative spondylolisthesis, l4-5, l5-s1, and bilateral stenosis l4-5 and l5-s1. The patient underwent the following procedures: posterior bilateral arthrodesis, l4-s1; posterior pedicle screw fixation, l4-5, l5-s1; posterior interbody cage instrumentation, l4-5; posterior interbody fusion l4-5; posterior bilateral decompressive laminectomy, l4-5, l5-s1; harvesting of local autogenous bone for bone grafting; use of demineralized bone matrix as well as rhbmp-2/acs for bone grafting; use of supervision of fluoroscopy for pedicle fixation. Per the op notes, at l4-5, a 10 mm peek cage was chosen and filled with rhbmp-2/acs. Rhbmp-2/acs was placed anterior to the cage as well followed by the actual placement of the cage. Demineralized bone matrix was then placed behind the cage. The team then decorticated all the cortical surfaces from the transverse process of l4-s1. They meticulously packed bone graft in from l4-s1 using the demineralized bone matrix as well as local bone that had been harvested and ground up to small pieces. Intraoperative c-arm images were obtained. Impression: evidence of anterior subluxation of l4 with respect to l5 and, to a lesser degree, l5 with respect to upper sacrum. (B)(6) 2010: the patient underwent a urinalysis. Impression: post-op urinary retention; mixed stress/urge urinary incontinence. (B)(6) 2010: the patient was discharged home. Hospital course was remarkable for chest pressure and vasovagal response after sl ntg was administered. No further events occurred.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.